Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro, that a trial patient had acquired an infection at the lead incision site. The patient was hospitalized and provided IV antibiotics. The trial has since ended and there have been no further reports of complications.